Manufacturer narrative:
The reason for this revision surgery was due to instability after 1.65 years of patient use. The outcomes attributed to this event are non-serious and required intervention to prevent permanent impairment/damage. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of by the hospital and not returned to djo surgical for examination. A review of the device history records showed two non-conforming material reports associated with this product. The nonconformance did not affect product safety or effectiveness and the entire affected product was returned to the vendor. A review of the product complaint report history shows this is the tenth complaint for this product: one due to fixation, one indeterminate, two due to dislocation, one due to infection, one due to trauma, two for stability/poor joint issues, one for device loosening, and one revision. This is the first complaint for this lot number. The root cause for the instability was most likely due to the position of the patient's acetabular shell. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the revision was deemed necessary by the physician because the acetabular shell was too extroverted causing posterior instability. The djo biolox head and sleeve were replaced with a competitor's shell and liner.